Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant, the setscrew of the implantable cardioverter defibrillator (ICD) was suspected to be loose. The pocket was reopened and the setscrew was not fully inserted in the header. The ICD remains in use. No patient complications have been reported as a result of this event.